Event description:
Pacemaker under boston scientific advisory for high battery impedance may initiate safey mode. Recommendation for patients with concern may be symptomatic with mode switch to have generator replaced. Patient had generator change on [redacted].